Manufacturer narrative:
Date of report: 11jun2021.

Event description:
The customer reported he was unable to go to the alarm settings while in normal ventilation mode. The ventilator was on a patient when the issue was found. There was no harm reported. The customer spoke to a remote service engineer (rse) and clarified that when checking the alarm settings, the o2 settings come up immediately. Customer advised he has to click accept to get to the alarm settings, and that he is not trying to change the o2 settings. The rse advised the customer to perform a touchscreen calibration. The customer calibrated the touchscreen and the issue was resolved.